Manufacturer narrative:
Product event summary: the catheter was returned with distal tip damaged (nicked and flattened -coded camnlrdd), damaged during procedure. The nicked and flattened distal tip could contribute to insertion issue and catching on tissue/muscle. The shaft was kinked at distance 3 and 3.5 cm. Measured from the proximal end of catheter shaft. Photos taken and saved. There was blood visible on the handle and shaft body.

Event description:
It was reported that during the implant procedure, the tip of the sheath was quite hard and scratched the patient's cardiac muscle. Another catheter used was too soft and the supporting force was insufficient. Neither lead was implanted. The operation was then aborted for the patient's safety. No further patient complications have been reported as a result of this event.